Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2015. -uneventful device explant on (B)(6) 2017 due to ongoing gerd symptoms. Device was noted as tilted downwards anteriorly and 1-2 cm below the gastroesophageal junction; investigation found that the surgeon believed he misplaced the linx device during implant. Removal surgery included a hernia repair. -after device removal, a hiatal hernia repair was performed and a second linx device (model: lxmc16, lot # 8178, serial # (B)(4)) was implanted without issue during the same surgery.